Event description:
It was reported that balloon rupture occurred. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, on the second inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.